Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller (anesthesiologist) called for compatibility with cautery during surgery. Patient services (pss) reviewed cautery. Caller indicated, per patient, the last time a surgery was performed they "burned" the battery and it had to be replaced. Caller was concerned of doing the same thing so pss reviewed guidelines again.